Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left common femoral artery (cfa). A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 10 atmospheres for 50 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.